Manufacturer narrative:
Concomitant medical products: 419488 lead, 694965 lead, implanted (B)(6) 2005; 505458 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing on the current electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.